Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of over 400 mg/dl and ketones. Cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6)/2026 with the issue resolved and no permanent damage. Customer declined further troubleshooting the issue with tandem technical support; therefore, no additional information was obtained.